Event description:
As reported by the end user, when they were unpacking a convenience kit, they noticed that the seal on the sterile pouch was already open. The end user discarded the convenience kit. Given that the event occurred prior to the procedure, there was no impact on the patient.

Manufacturer narrative:
The used device has been received by the manufacturer. Upon completion of the investigation, a follow-up medwatch will be submitted.